Manufacturer narrative:
It should be noted: the test strips the customer was attempting to use expired in (B)(6)2010. The e-6 message will display when the meter reads the test strip as expired. This is a final report. The medical event was related to user error, hence there is no indication of a product malfunction. Therefore no investigation of the product is required. Additionally: the date of manufacture is unknown.

Event description:
Customer reported receiving an e-6 message on the display of his precision xtra blood glucose meter. He further reported that due to the error message he "had a bad insulin reaction". He further noted experiencing diaphoresis and disorientation, which resulted in a loss of consciousness. Customer also noted he fell twice, which resulted in him hitting his head. No third-party emergent medical intervention was reported. Customer self-treated with orange juice and three glucose tablets. There was no report of death or permanent injury associated with this event.